Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-energy device was used without ensuring a sufficient distance from the tip. The event 12 is detectable and preventable by handling device in accordance with the following instructions for use (IFU): ¿chapter 3 preparation and inspection_3.3 endoscope inspection¿ of the gif-h290t operation manual - operation." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the camera cover was burned/melted. There was no patient involvement.